Event description:
It was reported that the right ventricular lead was capped and replaced, due to high pacing threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.